Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned; however, the reported allegation was not reproduced. Visual examination did not reveal any appearance abnormality. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the video processor exhibited an e333 touch panel error during a surgical laparoscopic procedure when turned on. There was touch panel abnormality; however, it was used in combination with uces (medical control unit) and the operation on the uces side was used to complete the procedure. The device had been replaced a week before the malfunction for an update. There were no reports of patient harm associated with the event.